Event description:
It was reported that an exactamix 2400 valve set leaked. The fill tube became detached from the valve set. This occurred during compounding of a bag. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B3: event date: this event occurred sometime in (B)(6) 2024. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h4, h6, and h11: h4: the lot was manufactured between august 22, 2023 ¿ august 23, 2023. H11: the actual device was not available. However, a photograph of the sample was provided for evaluation. A visual inspection was performed, and the tubing that was detached from the valve body outlet was observed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.